Event description:
It was reported that there were occasional p-wave undersensing issues on the right atrial (ra) lead during the patient's arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.